Event description:
It was reported by the caller that they placed a 6lpc tracheostomy tube in the pt a couple of weeks ago and was called to the pt home on tuesday night. Caller states that they cap the tube and deflate the cuff during the day; and the pt is on ventilation support at night. The caller stated that the cuff would not stay inflated and she identified a leak in the seam of the pilot balloon. The tracheostomy tube was removed and replaced with another 6lpc. The caller does not have the product or lot number.

Manufacturer narrative:
The lot number is unk. It is not known if the low pressure cuffed tracheostomy was retained or discarded however, return of the tracheostomy tube for failure investigation has been requested. No analysis or conclusions can be drawn without the device or the lot number. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.